Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked through a hole in the ¿distal portion of the tubing¿ near the patient¿s access site. This occurred at the start of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.